Manufacturer narrative:
Concomitant medical products: product ID 978a1,product type lead. Other relevant device(s) are: product ID: 978a1, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the patient stated that program 3 is causing her pain in the perineal area. Patient also mentioned that she experienced a stinging sensation on program 3, so she decreased the voltage. No further complications were reported. Additional information was received from the patient. They reported that the rep reported that toward the end of the trial the patient had lots of pain. They said that said they had a prior surgery, and they started having pain there where they had surgery. They started having uti symptoms. It all started when the patient changed from program 2 to program 3. Right away when they were on program 3 they had pain. The patient had extra dribbling and was sensitive on friday february 5th. They felt like they had a bladder infection. They called the doctor on monday to see if they could change settings, and they started the medication baxstrom and urogesic. The patient had these symptoms at the end of the trial when they changed programs. The patient said they felt stimulation right below the incision with trial where it helped.